Manufacturer narrative:
Return requested. Replacement open spine clamp shipped to site (B)(6) 2015. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in a spine procedure, their radiolucent clamp broke while mounting the clamp on the anatomy (spinous process). Noted was a problem with the screw thread. A second clamp was brought in and used to continue the procedure. No further details regarding the damage, or how it occurred, were provided. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware misuse issue. As returned, the receptacle cylinder is missing from the clamp arm. As a result, the adjustment screw is no longer attached to the clamp arm so the clamp cannot be set.